Event description:
It was reported in "mycobacterium abscessus infection in left ventricular assist device patient" that a 57 year-old patient presented one year after lvad placement with driveline drainage, abdominal tenderness, fever, and chills. The patient had a history of diabetes mellitus, positive quantiferon-tb gold treated with 6-month of isoniazid, and ischemic cardiomyopathy status post heartmate 3 lvad implant. CT of the abdomen revealed a small fluid collection along the inferior aspect of the driveline within the right rectus abdominis. The patient underwent debridement of the driveline exit site, and wound vacuum was placed. Wound cultures grew mycobacterium abscessus (ma), which was confirmed by a second culture three weeks later. Infectious disease service was consulted, and the patient was started on a regimen of omadacycline 100 mg IV daily, linezolid 600 mg IV daily, and clarithromycin 500 mg po every 12 hours and continued for a total of six weeks. Based on final sensitivity, the patient was transitioned to IV amikacin. Omadacycline and linezolid was transitioned to oral on discharge. The patient responded well to this regimen.

Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Date of event has been entered as 25apr2025, same as published date since the date of data collection was not provided. Author information: baylor university medical center, dallas, tx kongsompong, a., spak, c., patel, r., bindra, a., & kale, p. (2025). Mycobacterium abscessus infection in left ventricular assist device patient. The journal of heart and lung transplantation, 44(4). Https://doi.org/10.1016/j.healun.2025.02.936 no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.